Event description:
It was reported that the customer received a motor error alarm and a no delivery alarm. The customer stated that she received the no delivery alarm and then, when she went to rewind the insulin pump, she received a motor error alarm. The customer's blood glucose was unknown. The customer mentioned having high blood glucose levels caused by her own fault, which she treated with candy. The motor error occurred during basal delivery. Troubleshooting for the motor error alarm was done. The customer was able to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.